Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo concentric lesion with moderate tortuosity, heavy calcification and 99% stenosis in mid right coronary artery (rca). After the lesion was checked by intravascular ultrasound (ivus), a 2.5 x 15 mm tenku balloon dilatation catheter was advanced; however, during the first inflation, the balloon ruptured at 10 atmospheres (atms). Under fluoroscopy, contrast was noted escaping from the balloon. The device was replaced with a non-abbott balloon catheter to perform additional dilatation. The procedure was successfully completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.